Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the device "did not work" so it was immediately removed and upgraded to an implantable pulse generator (ipg). The device is no longer in use. No patient complications have been reported as a result of this event.